Event description:
Customer reported device = hi. Fifteen minutes later, device = 499 mg/dl. Thirty minutes later, device = 499 mg/dl. Dr's office told customer to go to the hosp. Hosp device = 98 mg/dl. No treatment was received. Strips are expired. No controls were used. A request was made for return product and replacement product was sent.